Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Reportedly, the customer reused the syringe needle. Tandem technical support educated the customer on the syringe needle being single use only. The issue was resolved by performing a supply change. There was no adverse impact to customer's blood glucose level.